Manufacturer narrative:
Recall number pending.

Event description:
It was reported that following reception of the field safety notice issued in july 2018. The subject device was replaced on (B)(6) 2018.

Event description:
It was reported that following reception of the field safety notice issued in july 2018, the subject device was replaced on (B)(6) 2018.